Event description:
On 04/29/2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately high readings. The senior medical surveillance specialist was able to classify the complaint based on the info originally provided. On approximately (B) (6) 2010 at 2:00 pm, the pt obtained the blood glucose readings of 150 mg/dl and 160 mg/dl on the reported meter. Based on these readings, the pt took one add'l unit novolog insulin using her pump. Thirty minutes later, the pt experienced the symptoms of fatigue and shaking. The pt administered self-treatment with food and/or a drink; she did not seek any medical attention. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on elevated meter readings, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.